Manufacturer narrative:
The following correction has been updated in this report. Section "product brand name", "model number", "catalog item identifier", "serial number", "product UDI" in box d has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto CPAP with an allegation of respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.